Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine 25.0 mg/ml at 29.499 mg/day and baclofen 150.0 mcg/ml at 176.99 mcg/day.¿ the pump and catheter were returned for analysis. Destructive analysis identified a pump/motor/gear train anomaly/stall due to gear-pinion and anomaly/corrosion and-or wear and-or lubrication. The analysis also found catheter/miscellaneous/acceptable testing/catheter incomplete/returned in segments. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by unknown reporter regarding an implantable intrathecal pump. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.